Manufacturer narrative:
Once four microcatheters were removed after the problem occurred, then the microcatheters were inserted in the patient's body and the procedure was successfully completed. The vessel diameter proximal was 6 cm and distal was 5.4cm to the aneurysm. The aneurysm measured 18cm x 12 cm x 11 cm, neck was 9cm, and secular. After removal, the stent was kink. The guidewire utilize to deliver the microcatheter through the stent was a chikai 14/ asahi intec. A copy of the procedure was not available. Additional information will be submitted within 30 days of receipt.

Event description:
After the enterprise (B)(4) was placed in the target site (right internal carotid- cavernous) without problems, the microcatheter (prowler select plus str, catalog/lot unknown) was advanced inside the stent to secure the target lesion. The microcatheter was caught in the stent strut when advanced approx. 5mm from the proximal edge. The microcatheter was pulled back and removed from the patient. Then the guide wire (x-celerator 10) and the microcatheter (echelon 10) were advanced, but they were also caught in the strut at near the distal edge of the stent. As the stent was pushed with the microcatheter, the vrd proximal markers migrated in the aneurysm. The stent was captured by the goose neck snare and the microcatheter (renegade), and withdrawn into the guiding catheter to remove from the patient successfully. Another same size enterprise was placed successfully and the procedure was completed. There was no neurological symptom and the patient is in stable condition. No thrombus was noted within the aneurysm. During the attempt to insert other devices, additional force or torque was not applied to cross the stent. The stent was detached in an acute angle, but there was good wall apposition, complete expansion, and the aneurysm neck was covered. A jail technique was utilized for this case with two microcatheters (excelsior 1018/boston scientific, echelon14/medtronic) used to insert coils, but a total of four microcatheters were used for the procedure (prowler select plus str (catalog/lot unknown) was used to deliver and deploy the stent, echelon 10 (medtronic) was used to get the target site, excelsior 1018 (boston scientific), and echelon 14(medtronic) were used to insert coils by jail technique.)

Manufacturer narrative:
After the 28mm enterprise vrd was placed in the right cavernous internal carotid artery without any problems, the prowler select plus str used to deliver the stent was advanced inside the stent over the delivery wire to secure the target lesion. The microcatheter was caught in the stent strut when advanced approximately 5mm from the proximal edge. The microcatheter was pulled back and removed from the patient. Then a non-cordis x-celerator 10 guidewire and non-cordis echelon 10 microcatheter were advanced, but they were also caught in the strut at near the distal edge of the stent. As the stent was pushed with the microcatheter, the vrd proximal markers migrated in the aneurysm. The stent was captured using a goose neck snare and the renegade microcatheter and withdrawn into the guiding catheter to remove from the patient successfully. Another same size enterprise was placed successfully and the procedure was completed with successful coiling of the aneurysm. There were no neurological symptoms and the patient is in stable condition. The saccular aneurysm measured 18mmx12mmx11mm with a neck of 9mm. Vessel diameter was 6mm proximal and 5.4mm distal to the aneurysm. After removal, the stent was kinked. During the attempt to insert other devices, additional force or torque was not applied to cross the stent. The stent was deployed in an acute angle, but there was good wall apposition, complete expansion, and the aneurysm neck was covered. A total of four microcatheters were used for the procedure: prowler select plus str (catalog/lot unknown) was used to deliver and deploy the stent, echelon 10 (medtronic) was used to get the target site. A chikai 14/ asahi intec guidewire was also used to access the aneurysm. A jail technique was utilized with two microcatheters (excelsior 1018/boston scientific, echelon 14/medtronic) to insert coils. The procedure was completed successfully. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01422127. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration, as listed in the instructions for use (IFU) is a known potential adverse event associated with implantation of the enterprise vrd. The difficulty of positioning the prowler select plus straight microcatheter and non-cordis microcatheter through the enterprise stent into the aneurysm may have been impacted by aneurysm location/position, vessel characteristics and device selection. These factors, device interaction and placement of the enterprise in a vessel with a diameter greater than the recommended parent vessel diameter of 2.5-4mm as outlined in the instructions for use appear to have contributed to the movement of the stent. Usage other than the approved labeling may involve risks not described in the labeling. Based on the available information and the device history record review, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.